Event description:
It was reported, that the patient presented post-implant procedure. Upon interrogation, it was noted, that the right ventricular lead performed inappropriate low voltage output in the atrium. X-ray noted, that the right ventricular lead was dislodged. And this caused far r wave oversensing. The right ventricular lead was repositioned (B)(6) 2023. The patient was in stable condition.